Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an alarm stating service was due. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition. The event history log was reviewed and functional testing was performed. The reported issue was able to be replicated. The root cause was determined to be the real time clock (rtc) battery showed 2159 days. The rtc battery was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.